Event description:
The customer observed smoke being emitted from the u seal platen on a dimension exl with lm instrument. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the cause of the smoke was due to a u seal platen malfunction. The cse replaced the u seal platen and performed a system check, which included verifying u seal platen functionality. The instrument is performing within specifications. Further evaluation of the device is not required.